Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. H6. Investigation findings: c22 ¿ photo investigation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were all products purchased online? Brand protection team purchased were any devices used on any patient? If so, was there any patient consequence? No the following information was requested, but unavailable: is there an indication of how the product was distributed? Based on the packaging, is there any indication of which market the original genuine product may have come from? Investigation summary ==> this is an analysis of a photo sent to ethicon for evaluation. During the visual analysis the following was observed: the photos show a twelve apparently closed packages with product code 1962 all showing the same time of printing indicating the possibility of counterfeit and repackaging of the product. Overall the package was confirmed as a counterfeit product due to visible errors and diversion due to this product should not be distributed in this country. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date the local team received feedback about 16 boxes of suspected absorbable hemostat products from online shops; which contains (B)(4).; (B)(4); (B)(4); (B)(4).; (B)(4); (B)(4). No adverse patient consequences were reported. Additional information was requested